Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Customer declined troubleshooting for power error. The customer was advised to monitor pump for five hours then call back if not in auto mode . The insulin pump will be returned for analysis.